Manufacturer narrative:
It is unknown when the device broke, but there is no report of patient involvement. Device is an instrument and is not implanted/explanted. Part 314.743, lot 7773993: release to warehouse date: april 03, 2015. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: a device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located within approximately 7.2mm to 9.6mm distal to the distal edge of the drive shaft helix. The helix is intact. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that an issue was identified during inspection activities of the evaluation set by the manufacturer. There were no issues reported by the customer. The device was determined to be broken. When the device as further investigated by the manufacturer, it was determined the tip of the device was broken. This is report 1 of 1 for (B)(4).